Manufacturer narrative:
A fully deployed ultraflex esophageal stent was returned for analysis. The delivery device was not returned. Visual and microscopic examination found that the proximal end of stent flare was damaged. Examination of the stent profile found that one of the wires had been pulled forcefully distorting the stent profile. No damage was noted with the green retention suture. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the damage noted during the analysis was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on october 22, 2015 that an ultraflex¿ esophageal ng distal release stent was implanted to treat a malignant stricture in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. Reportedly the patient's anatomy was not tortuous and had not been dilated prior to the stent placement. According to the complainant, after deploying an ultraflex¿ esophageal ng distal release stent, the physician noticed that the stent suture was detached from the rest of the stent. The physician decided to remove the ultraflex¿ esophageal ng distal release stent and implanted another ultraflex¿ esophageal ng distal release stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex&#10245;sophageal ng distal release stent was implanted to treat a malignant stricture in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. Reportedly the patient's anatomy was not tortuous and had not been dilated prior to the stent placement. According to the complainant, after deploying an ultraflex&#10245;sophageal ng distal release stent, the physician noticed that the stent suture was detached from the rest of the stent. The physician decided to remove the ultraflex&#10245;sophageal ng distal release stent and implanted another ultraflex&#10245;sophageal ng distal release stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.